Event description:
It was reported that the patient was referred for repositioning surgery due to generator migration. System diagnostic results were noted to be normal. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received noting that the patient underwent a battery repositioning procedure. Patient was then scheduled for a full revision on a later date. No other relevant information has been received to date.